Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. A remote user interface unit was placed on order and the defective unit will be replaced. No further problems are anticipated following the replacement.

Event description:
It was reported that the system 9900 would display an error message with regard to the remote user interface. There was no adverse patient involvement reported. There was no patient information reported.